Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed which found that the device was functional, and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was determined that device the motor was corroded and there was liquid found. It was determined that the issues were consistent with user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy date: craniotome attachment device, router device, console device; (B)(6) 2020. The facility address was not provided. UDI: (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that while using the craniotome attachment device and router devices to turn the flap, the console and motor device seemed to be skipping around between rotations per minute readings. According to the reporter, the router was seated and the attachment was connected properly. It was reported that the motor device was unplugged from the console, the console was powered down and turned back on but this did not fix the issue. After the procedure, it was noted that there was water dripping off of the end of the motor device where it is connected to the console device. It was reported that no liquid was dropped into the patient. There was roughly a five minute delay in the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.